Event description:
Alert: rv lead integrity warning on (B)(6) 2023 (2 or more criteria met). Review high rate-ns episodes, sensing integrity counter (short v-v intervals). Sensing integrity counter (sic) is 94 since (B)(6) 2023. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).